Event description:
It was reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse suspected that the 1-phase uninterruptible power supply (ups) was defective and bypassed it to resolve the issue. The system was returned to use in good working order and ready for clinical use. The system log files were reviewed, and it was confirmed that the single-phase ups was malfunctioning. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.